Manufacturer narrative:
An event regarding loose tibial component involving a scorpio series 7000 standard tibia was reported. The event was not confirmed. Not performed as the device was not provided. Ap shows bilateral knees. Xray shows the left knee is in varus and the medial compartment is narrowed. No evidence of loosening. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The exact root cause of the reported baseplate loosening could not be determined as insufficient medical records were provided. Additional information such as patient demographics, operative reports, examination of explanted components and dated x-rays are needed to determine root cause of the reported event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Poly wear over time resulted in severely varus total knee and loose tibial component.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer .

Event description:
Poly wear over time resulted in severely varus total knee and loose tibial component.